Manufacturer narrative:
Has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the event had been reported to the rep by the physician. The rep was unable to determine when the erosion began, and stated it was their understanding that the pump did not erode, but it was about to. It was unknown when the pump was explanted. The device had been discarded. Regarding any pertinent medical history that may have caused or contributed to the issue, it was reported the patient was thin. It was indicated the patient had made a full recovery following the device explant. The patient's weight at the time of the event was unknown.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable pump for intractable spasticity. The drug being delivered, along with the dose and concentration, were not known. It was reported there had been erosion at the pump pocket site, and the pump had been removed due to the issue. It was unknown if the device had ruptured the skin, and it was unknown when the issue had occurred and when the pump was removed. It was indicated the physician was implanting a new pump, and using a catheter that had already been implanted. The representative had no further history regarding the erosion at the time, and was calling for catheter specifications. No further complications were reported/expected.